Manufacturer narrative:
(B)(6) information anticipated, but unavailable at this time. Batch # l92p3d. Additional information was requested and the following was obtained: what is the meaning of ¿the jaw was found and taken from the patient?¿ the tissue pad was found and taken out from the patient. It made confusion to describe the tissue pad called ¿jaw.¿ does this mean the device was removed from the patient? Yes. Did the active blade break off of the device? No.

Event description:
It was reported that during a laparoscopic myomectomy procedure, when the device had been used after around one hour, the tissue had detached from the jaw. The jaw was found and taken from the patient. The tissue pad was lost during disinfection by the nurse. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with tissue pad detached and not returned but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and generator and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.